Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was in place in the distal pat of the appendage in the anterior lobe. As the closure device was being advanced through the double curve sheath, the sheath suddenly changed positions. The physician paused the procedure, and asked the transesophageal echocardiogram (tee) operator to scan for a pericardial effusion, they stated the patient was negative for an effusion. The physician retracted the sheath and deployed the device. Once the device was deployed, they noticed it visually appeared very compressed at the mid-device point. At that time, anesthesia stated blood pressure was very low, the tee operator scanned for a pericardial effusion and found one present. The physician prepped the chest for pericardiocentesis procedure. The tee operator obtained compression measurements at that time. The device was 29-37% compressed. It was decided that to slow the blood leak through the perforation, protamine would need to be administered. They assessed the leak around the device at 0, 45, 90, and 135 degree views and decided to release the device. Protamine was administered to patient. About 1395cc of blood was aspirated from the pericardium, about 1385cc was emergently transfused back to patient. The patient was transferred to the operating room, and on the way CPR had to be administered but the patient recovered. During the surgery, the watchman device was removed, a perforation was found and sutured. The patient was doing fairly well post surgery. They were off all drips and were extubated later that night. The patient's hemoglobin was 12 and they only received two units of packed red blood cells and six pack of platelets in the operating room. The patient was fully intact neurologically. The patient has since been discharged home from the hospital.